Manufacturer narrative:
(B)(4).the ventilator serial number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use, an abnormal noise was generated from the mixer of a ventilator. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was received for investigation. The returned mixer was attached to a test ventilator. During testing it was observed that when the oxygen level was increased, an abnormal noise was generated. The customer complaint of abnormal noise was verified.